Event description:
Customer stated that his sensor is not working properly within the last 24 hours. The current blood glucose reading is 180 mg/dl. Customer stated that he received a calibration error. During troubleshooting, there are no issues with insertion. No intermittent calibration errors. Customer will monitor the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (